Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a hemorrhagic stroke and expired after no treatment was found suitable. The hvad pump (B)(4) was not returned to the manufacturer for evaluation as it remained implanted postmortem. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed a low flow and suction alarm; however, vad parameters were within normal operating range. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Death and stroke/neurological dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that this (B)(6) male patient with a past medical history of dilated cardiomyopathy and previous pulmonary emboli experienced a hemorrhagic cerebral vascular accident (cva) and expired. This patient was not on warfarin as he was having medical treatment for tuberculosis and his last international normalized ratio (inr) was 1.3. The patient called the ventricular assist device (vad) coordinator to report that he thought he was having a stroke. He reported having woken up that morning with pins and needles in his left arm and leg and that it had progressed to numbness and then hemiplegia. The patient was reported to have become unconscious when he arrived in the emergency department while waiting for his computerized tomography (CT) scan. The CT scan revealed a large right cerebral intra-parenchymal hemorrhage with intraventricular hemorrhage and midline shift. Given the patient's condition and concomitant medical issues, it was felt that no treatment was suitable at this time and the patient expired. An autopsy was not performed and the pump was not explanted. The site personnel reported that this event was not related to the device.